Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. Customer stated that the high blood glucose was 473 mg/dl and customer¿s current low blood glucose was 52 mg/dl. Customer stated that the high blood glucose and low blood glucose was treated with the insulin pump. Customer experienced symptoms like thirst and nausea due to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that auto mode smart guard feature was not active. Customer stated that troubleshooting was done for high blood glucose. Customer reported that the insulin pump will not be returned for analysis.